Manufacturer narrative:
This supplemental report is being submitted to provide additional and corrected information from the device evaluation. The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a damaged and shorted charge-coupled device unit. Additional reportable problems identified during the subject evaluation included corrosion on the plug unit, which caused the image to not be displayed, and the insertion tube coating being peeled off. Additional issues were identified during the device evaluation: distal sheath bonding has worn out; angulation was out of standard; water corrosion was found in the control body scope and in the scope connector; due to the wear of the angle wire, the play of the angulation lever was out of the standard value; due to corrosion, the s-connector could not be connected securely; and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error codes and image not displaying was due to the following causes which led to bad electrical contact, etc. - stress, such as opening venting connector was accidentally applied while the device was under water. - foreign material such as fragments of cleaning tool was caught in valve of venting connector which made venting connector unclosed. - when used with reprocessor, leak test air tube was broken/ inadequately connected, or packing of reprocessor/ leak test air tube was broken. Then, moisture which invaded scope connector that invaded tube when leakage was detected. - the device which sterilization cap was attached, immersed reprocessing liquid. - connector cap of leakage tester was attached to wet venting connector. - leakage tester was attached/detached while the device was under water. Based on the results of the investigation, it is likely that the insertion section coating peeled off due to the following: -physical stress. -chemical stress. -poor storage environment (in direct sunlight, at high temperature, under high humidity, x-rays, environment exposed to ultraviolet rays, etc.). The event can be prevented by following the instructions for use which state: - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result. - do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion section. Reprocessing manual: warnings and cautions: - an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. - before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Reprocessing manual: 8.1 warnings and cautions: storage and disposal: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a short in the charge-coupled device cable. Additional issues were identified during the device evaluation: the adhesive on the distal sheath was detached; due to wear of the angle wire, the play of the angulation lever was out of the standard value; the plug unit was corroded; the control unit had corrosion due to water leakage; due to corrosion, the scope connector cannot be connected securely; and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the bronchovideoscope had displayed error code e216 (scope communication error). There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the scope device had no image with an error code b30 message (scope communication error) due to damage on the charge-coupled device unit. This report is to capture the reportable malfunction of the missing image noted at estimation.